Manufacturer narrative:
(B)(4). Other device used: catalog #42557000114, persona tapered stem, lot #unk. Catalog #unk, persona articular surface, lot #unk. The device history records could not be reviewed as the part and lot number is unknown. The photographs received with the complaint show that the implant had some foreign material on its surface which is probably some bone cement and some amount of bone stuck to it. The photos do not provide enough detail to perform an evaluation of the implant. No devices were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection.

Event description:
It is reported that the patient was revised for infection and disassociation of the stubby stem from the tibial plate.